Event description:
It was reported that there were concerns this pacemaker exhibited loss of capture (loc) and t-wave oversensing on the right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and stated that the questioned phenomenon presented during the daily threshold test. Ts stated that they believe they observed the initial pacing spike not capturing, however, the backup pacing captured. It was noted that it was difficult to determine if some of the premature ventricular contractions (pvcs) were t-waves or not. Ts suggested an in-clinic evaluation and reprogramming actions. The device remains in use. No adverse patient effects were reported.